Event description:
The customer reported that during a hysterectomy, the system illuminated with a red alert light and error tones were heard. These alarms occurred about 3/4 of the way through the case. The system was removed from the field, the battery was removed and then reloaded in order to continue using the system. The system was used again and the same alarms and red lights were seen again. When removing the device from the surgical field for the second time, a piece of the active waveguide detached. The piece did not fall into the patient cavity. The instrument had been used immediately prior to incident in conjunction with metal rumi uterine manipulator. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.